Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detail event information and product return status were not provided. Good faith efforts to obtain the information are in progress. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion occurred. Per socrates report it has been mentioned that pericardial effusion occurred 1 hour after procedure, which progressively worsened and required drainage of 350 ml of hemopericardium. The mechanism of the event was undetermined. The drain was removed after 24 hours.